Event description:
It was reported, the patient's ((B)(6)) ipg was explanted following a loss of stimulation. The issue reportedly began three weeks after implant, and in (B)(6) 2008, the patient lost the ability to communicate with the ipg via the programmer. Attempts to rectify this matter prior to the ipg replacement were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.